Manufacturer narrative:
Section d10 references: product ID: b3300542m, lot# unknown, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the stylet in the lead was very hard to pull out after the burr hole was locked. The surgeon placed the burr hole and locked the v-clip. After they loosened the depth stop the stylet still had resistance during removal. The depth stop was loosened completely and the stylet became slightly easier to pull out and the issue was resolved. The patient¿s implants were on target and no surgical intervention was required. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the difficulty removing the stylet was due to not fully releasing the depth stop.